Event description:
An implantable pulse generator was returned to the manufacturer from an unknown source with no information. The device was analyzed and tested out of specification. Additional information obtained noted that the device was explanted after the patient's death which was unrelated to the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and analysis revealed electrical overstress of the integrated circuit. (B)(4). Concomitant products: 5076 implantable pacing lead 2010 (B)(6).